Manufacturer narrative:
Customer stated that it was user error, the customer examined the cot and found it operating to specification.

Event description:
It has been reported that a cot partially dropped. No adverse consequence alleged.